Manufacturer narrative:
Pump: model- 72400098, lot sn- (B)(4), mfg date- 02/22/2018, exp date- 02/21/2023. Balloon: model- 72400024, lot sn- (B)(4), mfg date- 07/20/2018, exp date- 07/19/2023.

Event description:
It was reported that the patient experienced a device malfunction and the device was not activating. The patient is requesting a revision of all the components. The patient outcome was reported to be stable. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a device malfunction and the device was not activating. The patient is requesting a revision of all the components. The patient outcome was reported to be stable. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the patient had a revision surgery on 09feb2019. The device was replaced. Pump model- 72400098 lot sn- (B)(4) mfg date- 02/22/2018 exp date- 02/21/2023 balloon model- 72400024 lot sn- (B)(4) mfg date- 07/20/2018 exp date- 07/19/2023